Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. However, device had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test and displacement test or verify back light anomaly due to unresponsive button. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up arrow was sticking and not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was locked up and become non responsive. The insulin pump will not be returned for analysis.